Manufacturer narrative:
A review of the device history records confirmed there were no quality issues noted throughout the incoming inspection of raw materials, during the manufacturing processes, in-process inspections, or during the final inspections. The blade components met all surgical specialties visual and penetration requirements. A decontaminated sample was returned from the end user for visual inspection. The blade tip appears to be slightly damaged/blunt. No other damage was observed on the cutting edges or the apex of the blade. This type of damage can occur any time during the manufacturing process, packaging process, when removing the device from the foam protector, packaging or when preparing the knife for surgery. The blade component edges and points can be damaged very easily if dropped, bumped or come in contact with any hard, rough surface. The way in which a surgical blade is handled prior to use can affect the way in which the blade performs during use. Take care to ensure the cutting edge of a blade does not become damaged once removed from its packaging. This includes dropping the blade into a metal bowl or other container that could potentially dull the blade. It also includes not gripping the blade with a forceps or needle clamp across the cutting edge of the blade. ¿ keep in mind that surgical blades are sharp instruments. Take proper precautions in handling the blade so as not to injure yourself or others before, during, or after use. Seek proper training and instruction on use before handling. ¿ this device is single use only. Reuse of device could result in infection/ contamination and/ or device failure which could lead to patient harm. ¿ during use avoid twisting, bending, or putting excessive force or strain on the blade in order to help prevent breakage. ¿ if blade becomes dull or breaks, dispose and replace product. ¿ do not use product if product is damaged or particulate is found in sterile packaging¿

Event description:
Slit knife (52-2561) noted to be dull on initial incision attempt. Delayed procedure.